Event description:
It was reported that during a laparoscopic colectomy procedure, the device functioned for thirty minutes then stopped. A second device was used to successfully complete the procedure without any delay. No pt consequence.